Event description:
It was reported that a revision surgery from the left hip was performed due to unknown reasons. Another revision surgery from unknown devices was performed on (B)(6) 2017.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, all implants were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history for the hemi head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s motor vehicle accident, fall and subsequent injuries had on his pain and clinical status. The reported pain, stiffness, popping/crunching, elevated metal ions, and large lucency behind the acetabular component noted on x-ray along with intraoperative findings of purulence, infected tissue noted within the joint, loosening of the acetabular cup and noted infection per laboratory reports may be consistent with findings of infection and loosening of the acetabular component. The root cause of the reported loosening of the acetabular cup and infection cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.